Manufacturer narrative:
G2: foreign country - canada h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site wanted to capture a 2dlf. The site had the unit set up for the 2dlf; however, the progress bar would get stuck at 75% of the way and would not finish loading to start the scan. The site attempted it once more with the same results. Then, the site went into the 2d settings on the pendant, but the system would not take a scout image. Shortly after, the system went into standalone mode. The site disconnected the unit from wall power, disconnected the interconnect cable between the two stations (ias and mvs), and booted the unit up once more after reseating all cables. The system passed initialization, and this time, the 2dlf worked. However, when attempting to take a lateral image, the unit went into standalone mode again. The site rebooted the system once more. The lateral scan was taken successfully. However, when attempting to stitch the images together, the ap was accurate, but the lateral image was 3¿5 mm below the planned 2dlf bottom screws. It should be noted that this system was the only medtronic item used for this procedure. The surgeon used different navigation systems and instruments. There was a delay of less than one 1 hour. There was no impact on the patient's outcome.